Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of the complaint; however the customer has indicated that the spike tip of a 60693e product was received from the pharmacy broken. Further details relating to the clinical set up and sequence of events prior to the issue occurring were not available to assist the investigation. A review of the production records for lot 1016447 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. See h.10.

Event description:
It was reported that gp series infusion set, 1 ss y had a damaged tip. The following information was provided by the initial reporter: equipment received from pharmacy with damaged insertion tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that gp series infusion set, 1 ss y had a damaged tip. The following information was provided by the initial reporter: equipment received from pharmacy with damaged insertion tip.